Event description:
The information provided to sjm indicated postoperatively the patient presented to the hospital on (B)(6) 2014 with left hemiplegia. A brain scan revealed ischemic infarction and diagnosis was a stroke/cerebral vascular accident. The patient's inr was 1.8. There was moderate paravalvular leak at the anterior junction of the cusp and aortic wall without the presence of thrombus. The patient was treated with acid acetylsalicylic prior to being admitted to a rehabilitation center and was reported to be recovering.